Manufacturer narrative:
This is the final report. No lot number catalog number supplied by initial reporter. Device not returned analysis. Additional information will be provided if it becomes available.

Event description:
Knee revision for joint laxity.